Manufacturer narrative:
The buzzer was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the ht70 ventilator was returned to covidien/ medtronic¿s product analysis. The ventilator was opened up and inspected; the red wire to the buzzer was found to be broken off from the buzzer. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to the buzzer. The buzzer will be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the software upgrade the ht70 ventilator did not generate an audible alarm when the unit shut off. There was no patient involvement at the time of event.